Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - unblemished. Requested additional information and received the following response: was the procedure done open/laparoscopically? Procedure was an open procedure. What device was used for the proximal and distal transaction? What color reload? Ila 52 and ila 100. Blue reload. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? Purse sting was placed by hand. Was the spike of the trocar inserted lateral or through the staple line? Trocar was inserted lateral to staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Click sound was heard and anvil was checked for firm attachment. When the device was fired, where was the indicator within the green zone/gap setting scale? When the device was fired, the indicator was within the lower range of the green zone. Was buttressing material utilized? No buttressing material was used. Was the instrument fired across or near an existing staple line or clip? The instrument was not fired across or near an existing staple line or clip. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch was heard when the device was fired and compressed until unable to fire further. Were any unexpected noises heard? No unexpected noise. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing, closing and opening force were normal. Was there any difficulty removing the device from the tissue? No difficulty in removing device. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut was not properly formed. Did the operation change significantly as a result of the device issue? No change in surgery. What is the patient's age and sex? No info. (B)(6). Did a hcp other than the primary surgeon fire the instrument? Hcp other than the primary surgeon fired the instrument. If so, whom? Registrar. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition, void of staples. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total gastrectomy procedure, after firing the device, the staple line was incomplete. Surgeon then had to remove the "broken" tissue and staples. The surgeon proceeded with a successful second firing with a new like device to complete the procedure. There were no adverse consequences for the patient.

Event description:
.